Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 3 of 3, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp cycled the power in order to clear the alarms. The alarms did not repeat once they were cleared. The technical service representative (tsr) advised the hp to finish therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.